Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse rebuilt the ion selective electrode (ise) module and replaced the electrode. The cse checked with the customer, who calibrated the electrode successfully. The customer ran quality controls (qc), which passed. The following day the customer replaced the cl electrode and checked the system, which was fully operational. The cause of the discordant, falsely depressed chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed chloride results.